Event description:
All patient events were mentioned in the same article. No identifying information was provided regarding the patient or the patient¿s components. Published year: 2026. Author: hsiao k-y et al. Title: how does blood sugar level affect wound infection rates and device revision and removal rates after hypoglossal nerve stimulation in obstructive sleep apnea patients? A large database study. Journal title: sleep and breathing. Volume: 30:29. Published real-world database studies evaluating outcomes following hypoglossal nerve stimulation implantation report postoperative wound infection rates of approximately 2.1% at one year and 3.2% at three years, with most infections managed medically and infrequent device explantation. These data indicate that postoperative infection is a recognized complication of hgns implantation and that the majority of cases resolve without the need for device removal.